Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage. The following information was provided by the initial reporter: patient who observed venous access damage, intravenous catheter number 24 was requested to the pharmacy, 2 catheters were observed with a crooked and broken plastic catheter tip, puncture was performed with another catheter and venous return was observed in a buck chamber but it does not allow the advance of the plastic part, vein damage is observed, when this part is removed, a damaged tip is observed, another catheter is opened and a damaged tip is observed. Lot of catheter 2053926 exp 2027/01. Therefore, I had to make several requests for catheters of the same reference and lot.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38831114 and lot number 2053926. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples nor physical samples were available for return, a thorough sample analysis could not be performed. Based on the investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h10.

Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheter experienced catheter tip damage. The following information was provided by the initial reporter: patient who observed venous access damage, intravenous catheter number 24 was requested to the pharmacy, 2 catheters were observed with a crooked and broken plastic catheter tip, puncture was performed with another catheter and venous return was observed in a buck chamber but it does not allow the advance of the plastic part, vein damage is observed, when this part is removed, a damaged tip is observed, another catheter is opened and a damaged tip is observed. Lot of catheter 2053926 exp 2027/01. Therefore, I had to make several requests for catheters of the same reference and lot.